Event description:
Material # 302995, batch # 4129250. It was reported that the bd syringe 10ml ll s/c 200 had silicone visible. The following information was provided by the initial reporter: it was reported by customer that these syringes have excess lubricant inside the plunger. Verbatim: rcc received a complaint via email. Email(s) attached. Apologies for the delay in shipping the 10cc syringes with excess lubricant. We found another lot (lot#4129250) with the same issue and will include a sample of this lot in our shipment as well. We will send out the samples on friday, 14feb25.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - silicone visible. One sample was provided to our quality team for investigation. Silicone is visible on the stopper, although it is not pooling or stringing; therefore, acceptable. Fourier transform infrared spectroscopy (ftir) analysis was performed and confirms the substance to be silicone used in the manufacturing process. The condition observed is acceptable per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Please see silicone quantity guideline attached. The reported defect was not identified in the samples received. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4129250. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.